Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 20 mg/dl due to exercise and not eating lunch. Bg was treated with glucose administered by emergency medical technician (emt) to address the issue. Customer was not transported to the hospital.